Event description:
It was reported that the reservoir of a bolus infusor was leaking. This occurred while filling the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is in the process of being evaluated. Visual inspection of the device determined that the bladder of the device had ruptured. This confirmed the reported leak condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 12k043 was manufactured october 18, 2012 - october 19, 2012. Evaluation summary: the unit revealed the leak was caused by a ruptured reservoir. The cause of the rupture could not be determined. Should additional relevant information become available, a supplemental report will be submitted.